Event description:
It was reported that the customer received the no delivery alarm on the insulin pump even where there was still insulin left. The customer's blood glucose was 333 mg/dl. Troubleshooting was not performed because the customer resolved the issue by selecting resume on the insulin pump. Advised to call back when the alarm occurred in order to troubleshoot. Advised to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.